Event description:
Ous MDR - it was reported that the device was exchanged due to battery depletion. No deterioration of the patients state of health was reported. The device is currently undergoing analysis.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, detected on (B)(6) 2016, and nine charge processes had been documented. The charge drawn from the battery was checked. Inconsistency between the drawn charge and the measured battery voltage was detected. The current uptake of the ICD was then tested, which proved to be normal and as expected. An additionally performed long-term test of the current uptake also did not show any anomalies. In a next step, the ICD was opened, and the internal structure was examined. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured directly and confirmed a discharged battery. The electronic module was then connected to an external voltage source and underwent an electrical function test. The current uptake of the electronic module was checked and still proved to be unremarkable. The modules capability to provide therapy was then tested. The module was entirely capable to provide therapy. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer for an extensive analysis. First, a microcalorimetric measurement of the battery was performed. No anomalies in the heat tone were found, which would have indicated an internal self-discharge. In a next step, the battery was opened, and the individual components were examined. They were as expected according to the charge state of the battery. There were no indications of a battery defect. In summary, premature battery depletion was confirmed during the analysis of the ICD. Despite a thorough analysis of the ICD and the integrated battery, no defect could, however, be detected. Therefore, no statement regarding the cause of the premature battery depletion can be made.